Event description:
It was reported that during a knee arthroscopic meniscus surgery, after t1 was implanted, t2 fell off. T had been removed from the patient. A fastfix backup was used to complete the surgery. No patient injury.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced indicating a complete deployment. T1 and approximately 12 inches of suture were also returned. Examination of the suture showed no abnormalities. T1 has a very short length of suture attached which has been cut at the suture knot. The device condition indicates the trigger was inadvertently advanced during use causing t2 to dislodge from the needle. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.